Event description:
The dressing was applied properly to bilateral breasts incision sites. When the tubing was connected to the regular suction, suction was noted on the pad dressing. When the tubing was connected to the pump, no suction was noted. The pump was connected to a power source and still there was no suction observed. There was no alarm noted . Md considered that the product was defective and alternative dressing was used instead.